Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was damaged. It was noted that stent struts on the distal end and the proximal end were lifted, stretched and deformed. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the length of the hypotube. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. A 4.00x24mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.